Manufacturer narrative:
Conclusion: asp assessment: each bottle of solution and test strips comes with an instructions for use (IFU) indicating to test the solution before each use. The cause of the reported incident is attributed to customer not following the IFU. A review of the failure mode and effects analysis (fmea) for cidex opa indicated the overall risk number (rpn) associated with not using test strips is below the threshold of 100, therefore no further action is required at this time. Asp will continue to monitor for trends. This complaint was part of a retrospective review conducted by asp.

Event description:
The customer alleged that their facility was not testing their cidex opa solution before each use and would like documentation to indicate if this is necessary. The customer care center (ccc) representative sent customer a copy of the cidex opa solution instructions for use, which states to test the solution before each use. There were no reports of injuries.